Event description:
It was reported that (2) devices were used during a right thoracotomy and upper lobe resection. It was reported by the rep that both tct75 devices failed in the same case and did not work. Rep will follow-up with more details after meeting with the surgeon. All that is known is there is no consequence to the pt.